Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was fluid visible in the inflation lumen. The stent implant was loose on the balloon and located 2mm proximal to the distal marker band. There was no damage noted to the stent. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant and they were found to be oversized. Product performance engineering reviewed the incident information and analysis of the returned mini vision rx sds. It was reported that the stent was loose on the balloon when removed from the package. The device analysis confirmed that the stent was loose on the balloon; however, analysis of the returned device noted that there was fluid in the inflation lumen, which suggests the device had been at least prepped for use. This is contrary to the reported anomaly being noticed when the device was taken out of the package. Stent movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, or forced sheath removal, but in this instance, it was unknown what caused the stent movement. Visual analysis revealed absence of blood and prescnce of fluid in the inflation lumen. These are consistent with the fact that the sds was prepped and not used in the patient. Presence of crimp marks on the tightly folded balloon between the markers suggests that the stent was originally positioned correctly at the time of manufacture. It was noted the stent implant was loose and located 2 mm proximal to the distal marker band. Dimensional analysis indicated that the proximal, middle and distal stent outer diameters were oversized. Since the stent was found loose and mislocated proximal to the distal balloon marker, it is likely that the stent expanded during travel over the sds. A conclusive root cause for the stent mislocation/movement could not be determined; however, this incident does not appear to be related to a quality problem. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction, reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent was loose on the balloon when removed from the package. No additional event or patient information is available.